Event description:
Event description cpi received information that due to a steady rise in this patient's thresholds, along with high lead impedance, and poor r-waves. There was some discussion as to a possible lead issue. The patient's lead is an endotak transvenous defibrillation lead (0064). We have not got confirmation of any invasive procedure at this time. If information is received, we will upgrade this event.